Manufacturer narrative:
Manufacturer¿s investigation conclusion a direct correlation between (B)(4) and the patient's outcome could not conclusively be established. The heartmate3 left ventricular assist system instructions for use lists respiratory failure, right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 13 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient expired on (B)(6) 2019 due cardiogenic shock/respiratory failure. No further details were provided. Additional information was requested but was not provided.